Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced blood glucose (bg) levels below 50 mg/dl. Although requested, the customer declined to perform troubleshooting or provide information regarding the reported issue.